Event description:
The event is reported as: after the pt's intubation and installation of the y-piece an observation of the defect was noted. The connector disconnected and it was impossible to replace it on its location. The connector was discarded and another connector from another device was used. No report of pt injury or clinical consequence.